Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that an episode of non sustained lead noise due to myopotential oversensing was observed via a merlin.net transmission. Isometric testing and pocket manipulation testing to try to reproduce the noise was recommended. It was later reported that the patient expired due to lung cancer.